Event description:
A patient with acute appendicitis was undergoing a lap appendectomy when the stapler in use stopped working. There was no harm to the patient. A new stapler was obtained and the case proceeded. There was only a minor delay to patient care. Manufacturer response for stapler, endo gia ultra 12m (per site reporter): unsure .